Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV tubing separated from the bottom of the chamber. The following information was provided by the initial reporter: "IV tubing coming apart when used at different locations along the tubing especially at the bottom of the chambers".

Manufacturer narrative:
H6: investigation summary one photo with two separated drip chambers has been received and analyzed by our quality team. The customer's complaint has been verified but without further information like a physical sample, the root cause cannot be determined. A complaint history check could not be performed due to no lot number provided.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set IV tubing separated from the bottom of the chamber. The following information was provided by the initial reporter: "IV tubing coming apart when used at different locations along the tubing especially at the bottom of the chambers".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.